Event description:
The customer reported falsely elevated troponin (access accutni) results, for three patients, on two separate event dates, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. This report is two of two referencing the patient on the event date and alleged device noted. The initial result was released out of the laboratory. The patient was admitted to the hospital based on the initial result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The original sample was retested on the original instrument and generated a lower result, within the normal reference of the assay. A second sample, from the patient, was tested on an alternate access 2 system and generated a lower result within the normal reference. The patient's sample was collected in a 13x75 mm lithium heparin plasma tube and centrifuged for seven minutes. Testing was performed from an insert cup. All system parameters (including qc, calibrations, and system checks) had been performing within assay and instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. The field service engineer (fse) performed system verification testing (high sensitivity system check, precision testing using wash buffer as a sample, and precision testing using qc material), all of which was performing within assay and instrument specifications. No system hardware issues were identified. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00041.